Manufacturer narrative:
Barozzi l, brizard c, galati j. Side-to-side aorto-gore-tex central shunt warrants central shunt patency and pulmonary arteries growth. Ann thorac surg 2011;92:1476¿82. No lot number information was supplied; therefore, no review of the manufacturing paperwork could be performed. The device was not returned; consequently, a direct product analysis was not possible.

Event description:
In the medical literature, an article, "side-to-side aorto-goretex central shunt warrants central shunt patency and pulmonary arteries growth" was reviewed. Between january 2000 and april 2010, 68 consecutive patients underwent side-to-side aorto-central shunts using the gore-tex® vascular graft configured for pediatric shunts. Median age at surgery was 31 days. Cardiac morphologies were tetralogy of fallot, pulmonary atresia with collateral dependant lung circulation, and other. Shunt sizes ranged from 3 to 6mm. The procedure was performed on cardiopulmonary bypass in 43 patients. It was stated that in one patient, the bt shunt acutely blocked a few hours after the operation. The patient was supported with extracorporeal membrane oxygenation (ECMO) in the intensive care unit, taken to the operating room, and a central shunt was performed as a rescue procedure. The patient was eventually weaned from ECMO but suffered from persistent heart failure in the following days and did not survive.